Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown reason. A new rv lead was successfully implanted. No additional patient adverse effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to noise and pacing inhibition. A new rv lead was successfully implanted. No additional patient adverse effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown reason. A new rv lead was successfully implanted. No additional patient adverse effects were reported. Additional information was received, the patient with this lead experienced infection, during the attempted extraction lead could not be removed and therefore it was decided to be surgically abandoned. No additional adverse patient effects were reported.